Event description:
The customer stated two discrepant architect hbsag patient results were generated. The samples were (B)(6) with the architect hbsag qualitative test and were (B)(6) with the new architect hbsag qual 2 test. Additionally, confirmation testing by the siemen's method was (B)(6), however, samples were (B)(6) by pcr. The patient (B)(6) had a history of liver transplantation in 2008 due to chronic (B)(6). The customer provided the following example of (B)(6) results as follows: (B)(6). The (B)(6) result was reported to the physician, and the patient was given an injection of (B)(6). No further patient information was provided by the customer.

Manufacturer narrative:
No consequences or impact to patient (B)(6). Incorrect or inadequate result (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated four samples were reactive with the architect hbsag qualitative and architect hbsag assays, however, the four samples were (B)(6). Three samples (two samples from the same patient), sid (B)(6), respectively, were (B)(6) due to immunoglobulin therapy and were neutralized by a siemens confirmatory assay. Abbott does not have any information regarding the dynamics of the siemens assay, therefore, cannot directly compare results observed with this assay to the architect hbsag qualitative ii assay. The third patient sample, sid (B)(6) was from a patient undergoing antiviral therapy and was not returned for evaluation by abbott, however, generated (B)(6) results by the customer. The three returned patient samples (ID #s (B)(6)) were tested per package insert procedures for architect hbsag qualitative ii reagent lot 07044lf00, and (B)(6) results were generated. Additional testing with architect hbsag qualitative (ln 1p97) was performed and (B)(6) architect hbsag qualitative results were generated. In addition, the samples were tested with the architect hbsag (ln 6c36) assay and (B)(6) results were also generated. The customer claim of architect hbsag qualitative and architect hbsag reactive results was not repeated, thus the samples were not (B)(6) with the architect hbsag qualitative ii assay. Reagent lot performance was assessed using a retained lot of 07044lf00 and two commercially available seroconversion panels ((B)(6)). One run was performed on one architect instrument as per package insert instructions and all control values generated were within package insert specifications. One replicate of each seroconversion panel bleed was tested using the reagent kit. The seroconversion panel profile generated by lot 07044lf00 is comparable to the historical panel profile data previously generated, thus, the same first (B)(6) bleed of the seroconversion panel was detected ((B)(6))). These results confirm acceptable performance for this reagent lot with regard to seroconversion sensitivity. No deficiency was determined and no additional issues were identified during the investigation of this complaint. A review of the manufacturing and testing prior to releasing architect hbsag qualitative ii reagent kit lot number 07044lf00 for sale was performed which did not reveal any events or issues that may have impacted the performance of the above lot. A review of customer complaints database shows no trend for this assay relating to potential (B)(6) results and no other complaints of this nature have been registered for lot 07044lf00. A review of the package insert determined adequate information regarding initial (B)(6) results and analytical sensitivity of the architect hbsag qualitative ii assay. The architect hbsag qualitative ii assay and mean analytical sensitivity value is less than or equal to the lower limit of the 95 percent confidence interval around the mean analytical sensitivity of the abbott prism hbsag assay and the architect hbsag qualitative assay. The abbott hbsag prism assay has been shown by the (B)(4) institute (B)(4), to have the best clinical and analytical sensitivity in a comparison of 17 ce marked hbsag assays (scheiblauer, h., soboll, h., and nick, s. 2006. Evaluation of 17 ce marked hbsag assays with respect to clinical sensitivity, analytical sensitivity, and hepatitis b virus mutant detection. J med virol 78:s66 -s70). It is not clear what may have caused these samples to generate initial (B)(6) results in the customer laboratory.